Manufacturer narrative:
The reported complaint of incomplete character on the screen of the autopulse platform (sn (B)(4)) was confirmed during functional test but the user advisory - ua 07 (discrepancy between load 1 and load 2 too large) error message that was also reported was not confirmed during functional test and data archive review. It was determined that the root cause was due to a defective lcd. To remedy the issue, the faulty lcd identified was replaced. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. During visual inspection, no physical damage observed on the ap platform. The autopulse platform is a reusable device and was manufactured in november 2007. The device has been operating for nearly 11 years and has exceeded its expected serviceable life of 5 years. Initial functional testing, missing lines on the display was observed. Thus, confirming the reported complaint. During archive data review, there was no ua 07 (discrepancy between load 1 and load 2 too large) error message identified and not confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints for autopulse serial number (B)(4).

Event description:
As reported, the user's autopulse platform (sn (B)(4)) displayed incomplete character on the screen and user advisory - ua 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement reported.